Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three anti-tachycardia pacing (atp) and six shocks, therapy was exhausted. The field representative stated that this was inappropriate therapy and the boston scientific technical services (ts) indicated that this could be due to bundle branch block with the conducted atrial fibrillation (af), nonetheless, ts did not evaluate the electrogram (egm) as the patient was not on latitude. This ICD remains in service. No adverse patient effects were reported.